Event description:
Patient was revised to address loosening of the metaglene and severe poly wear. Osteolysis was also reported.

Manufacturer narrative:
The cup was the only product returned; the remaining reported products were not returned. Examination of the returned cup by a depuy france supplier confirmed the poly wear. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix d. No additional information obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.